Event description:
Healthcare professional reported right -side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., h.3., h.6. Device evaluation: analysis of the returned device identified: delamination, opening crack, creases fold and white particles on the shell. Leak test and microscopic analysis was performed which identified: broken sharp on valve seat diaphragm valve. Based on the device analysis the final assessment is: a sharp broken on valve seat diaphragm valve assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right -side deflation. Device remains implanted.

Event description:
Device has been explanted.